Manufacturer narrative:
Device manufacture date: unknown. Evaluation summary: it was caused due to the improper reprocessing at the hospital. It is not the product failure. This report is being filed as part of the pentax backlog management plan.

Event description:
Not known for the exact date, we just know the year the complaint was sent in to manufacturer. This event occurred at the time of reprocessing. There was no report of patient harm. Potential endoscope contamination.